Event description:
It was noted that the pacemaker, right atrial lead and right ventricular lead were explanted due to infection.The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The lead met specifications prior to leaving Abbott manufacturing facilities. The cause of infection could not be traced to the lead.